Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:.1-last basal delivery was on (B)(6) 2014@8:26pm prior ¿cs128¿ and ¿cs0128-fe88¿ alarms. The voltage prior the ¿cs128¿ was above the battery warning/alarm at 1.46vp. Total daily dose adds up and reflects the programmed basal target. The battery compartment is cracked at threads. The battery cap¿s threads are stripped; the cap was unable to fit to he pump and to maintain electrical connection. Test cap was used and it was able to maintain electrical connection. There was moisture corrosion observed to the battery canister/battery cap. The pump failed a leak test. The display is dim and pinkish upon start up. The pump reflected 24u after 24hr on 1u/hr duration test. No power interruption occurred. No further moisture corrosion was found to the pcb.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had a blood glucose (bg) of 594mg/dl with mild thirst, hunger and feeling tired. The reporter stated that the battery compartment was cracked and there was moisture ingress in the battery compartment. This report is being made due to the bg excursion the patient experienced due to an alleged intermittent power issue due to damaged battery compartment.